Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, the threshold measurement on the left ventricular (lv) lead had decreased. Fluoroscopy confirmed the lv lead had dislodged. The lv lead was successfully repositioned. No adverse patient effects were reported.